Manufacturer narrative:
Additional info will be provided once investigation is completed.

Event description:
It was reported that a e3 message appeared several times on (B)(4), turning it on/off eventually got rid of the message and it worked fine.